Event description:
It was reported that the fiber tip broke at the junction of the fiber with the metal capsule and subsequent loss of the cooling system, during the procedure, after 42,000 joules and 1:35:00 minutes of use. Another fiber was chosen to continue however after 88,843 joules and 10:24 minutes of use the internal laser focus and lens released. The fiber tip of both of the fibers were cleaned during the procedure. The procedure was converted to rtu. There was no injury to the patient. This report is for the first fiber.